Event description:
The customer stated that the insulin pump alarmed after she went swimming with the insulin pump on. The alarm could not be cleared due to unresponsive buttons. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen display due to moisture damage on the electronic assembly. Unable to confirm the alarm or keypad anomaly due to the frozen display.